Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the failure mode of "pullout" as the sample was not returned for evaluation. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device became stuck; the doctor struggled to remove. The device did not deploy and release. Compression was applied to achieve hemostasis. There was no harm to the patient. Additional information was received on 08feb2021. The procedure performed prior to use of the angio-seal was an angiogram. A 6fr sheath was used. There were only issues with withdrawal; plug became stuck within the angio-seal device, they could not deploy and then also not retrieved. The patient's condition was stable.